Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received external defibrillations while wearing the lifevest. The root cause for the open resistor was the external defibrillation. The lifevest is not external defibrillation-proof. Electrode belt sn (B)(4) has not been returned for evaluation. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. Manufacture dates: monitor - 07093271 - 09/25/2014, belt - 89019602 - 03/18/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while reportedly wearing the lifevest. Per clinical review of the patient's continuous ECG recordings, on (B)(6) 2020 the patient was in sinus rhythm at 90 bpm with frequent periventriculare contractions (pvcs) degrading to ventricular fibrillation (vf) with CPR/motion artifact. The patient then received the first non-lifevest defibrillation where their rhythm at time of treatment was vf with motion artifact and their post shock rhythm was CPR/motion artifact. The patient was in vf for approximately 1 minute 32 seconds before receiving the first defibrillation. The patient's rhythm remained in vf with CPR/motion artifact until the second non-lifevest defibrillation where their rhythm at time of non-lifevest treatment was vf with motion artifact and their post shock rhythm was CPR/motion artifact. The patient was in vf for approximately 24 seconds before receiving the second defibrillation. Lastly, vf with CPR/motion artifact was seen until the rhythm further degraded to asystole with CPR/motion artifact from approximately 20:27:28 until the electrode belt was disconnected at 21:34:39 on (B)(6) 2020. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's passing.